Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and non-calcified left anterior descending artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.